Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable due to the system not being charged. It is unknown when the patient last had therapy. Device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.